Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device's case and header noted no anomalies. It was confirmed the pacemaker could not be communicated with. The device case was removed to facilitate inspection of the internal components and further testing. Internal visual inspection noted a breach in the battery case and that a small amount of electrolyte had leaked into the insulated area surrounding the battery. As the device's outer titanium case remained fully hermetically sealed, the escaped electrolyte fluid remained contained within the device itself and was not exposed to the patient's tissue. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Analysis determined the reported clinical observations were most likely due to the weld breach of the battery case which degraded the battery. However, analysis of the battery could not determine how the breach in the battery case occurred.

Event description:
It was reported that the patient implanted with this pacemaker had presented to the hospital due to headaches, dizziness, agitation, and other symptoms. At the hospital, an electrocardiogram was performed and no pacing was observed from the implanted device. An interrogation of the pacemaker was unsuccessful; after troubleshooting, telemetry was established and an error message appeared on the programmer indicating out-of-range/noise of the telemetry. The patient was moved to an operating room and the pacemaker was explanted. Further attempts to communicate with the pacemaker only produced the same error and still no pacing output could be observed. A new device was implanted to treat the patient. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Event description:
It was reported that the patient implanted with this pacemaker had presented to the hospital due to headaches, dizziness, agitation, and other symptoms. At the hospital, an electrocardiogram was performed and no pacing was observed from the implanted device. An interrogation of the pacemaker was unsuccessful; after troubleshooting, telemetry was established and an error message appeared on the programmer indicating out-of-range/noise of the telemetry. The patient was moved to an operating room and the pacemaker was explanted. Further attempts to communicate with the pacemaker only produced the same error and still no pacing output could be observed. A new device was implanted to treat the patient. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.